Event description:
It was reported that an ilet user experienced persistent high blood glucose, remaining above 300 mg/dl for about 12 hours overnight after eating mexican food, then measuring 195¿192 mg/dl with a stable trend at the time of the call while feeling unwell and suspecting an illness. Symptoms included hyperglycemia and feeling unwell. Outcomes included user monitoring and continued use of the device with guidance to confirm return to target range and to call back if not achieved. Investigation included complaint intake, user coaching on monitoring, and assessment for potential contributing factors such as recent meals and intercurrent illness. Investigation of this case revealed no device malfunction reported, with hyperglycemia plausibly related to recent dietary intake and possible illness. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.